Manufacturer narrative:
Reported event: tibia pin broken off in patient tibia while trying to extract. It is believed pin was hit with keel punch when preparing tibia and thus created weak point. Pins were 3.2mm x 110mm mako consumables. Two packets of pins opened for bilateral case so not sure which lot number of broken pin. Image attached. Surgeon noted it was only small piece and no point removing. Product evaluation and results: product inspection was not performed as product was not returned for inspection. Product history review: review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock on 08/12/2019. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 143110, l/n w68141 shows no additional complaints related to the failure in this investigation. Conclusions: the failure could not be determined as the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been no nc and CAPA associated with the product and failure mode reported in this event.

Event description:
Tibia pin broken off in patient tibia while trying to extract. It is believed pin was hit with keel punch when preparing tibia and thus created weak point. Pins were 3.2mm x 110mm mako consumables. Two packets of pins opened for bilateral case so not sure which lot number of broken pin. Surgeon noted it was only small piece and no point removing.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Tibia pin broken off in patient tibia while trying to extract. It is believed pin was hit with keel punch when preparing tibia and thus created weak point. Pins were 3.2mm x 110mm mako consumables. Two packets of pins opened for bilateral case so not sure which lot number of broken pin. Image attached. Surgeon noted it was only small piece and no point removing.